Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with alp2 alkaline phosphatase acc. To ifcc gen.2 on a cobas 8000 c 702 module. No incorrect results were reported outside of the laboratory. The reporter also noted there were discrepant results for other assays, but no details were provided. The sample was initially processed and centrifuged on a cobas 8100 pre-analytics system. This primary tube of the sample was then tested on the c 702 analyzer, the sample initially resulted with an alp value of 386 u/l. The sample was repeated, resulting with a value of 182 u/l. The sample was also diluted times 3 and repeated, resulting with a raw alp value of 63 u/l, which is consistent with the 182 u/l value. The serial number of the c 702 module is (B)(4).

Manufacturer narrative:
For the second patient sample, it has been confirmed that no incorrect results were reported outside of the laboratory.

Manufacturer narrative:
The customer provided data for a second patient sample with discrepant alp results. It was asked, but it is not known if an incorrect result was reported outside of the laboratory. This sample initially resulted with an alp value of 233 u/l and repeated twice with values of 156 u/l and 152 u/l. This patient had the following additional test data: wbc = 10.5 x10^9/l, platelet = 143 x10^9/l. Calibration and control data were acceptable. Precision data also looked fine. A general reagent or hardware issue could be excluded. The issue is most likely related to pre-analytic sample handling. Per product labeling: ": plasma must be cell-free. Plasma from primary tubes handled according to the manufacturer's instructions can still contain cells.". Plasma containing cells can lead to implausibly high values.